Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the scratches on screen and hard to see the screen and reservoir cap almost broke off and not lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement due to completely broken reservoir tube lip. During back light check, there was a portion of the el panel that was not lit due to damaged el panel.